Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker was found to be in safety mode. Device replacement was recommended. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that neither tachy nor brady therapy remained available. Testing of the hybrid circuitry and battery found no failure likely to cause safety mode. Despite analysis, the root cause of the clinical observations could not be confirmed.